Event description:
Patient was revised to address infection. Intraoperatively noted tibial loosening and osteolysis.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
The device associated with this report was not returned. A search of the complaint database did not show any additional reports against the reported product code and lot code combination. The investigation could not draw any conclusions about the reported event based on the provided information. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.